Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure. The patient did not feel well upon leaving facility and went to ER. The patient had a right sc pigtail catheter placed for 3 days, then removed with no further evidence of the pneumothorax. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
.

Manufacturer narrative:
The lot number was not provided therefore a DHR review was could not be completed.

Event description:
Site reports that patient experienced pain level of 9 immediately following enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.